Manufacturer narrative:
Outcomes attributed to adverse event: stroke. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had facial nerve paralysis. There was asymmetric depression at the right labial commissure. It was noted this was unlikely related to the device/therapy, and related to a cerebrovascular stroke. The event was considered ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.